Event description:
It was reported that the wake button was not working, not allowing for the pump to be turned off. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.